Event description:
During a ptca/stenting treatment procedure, the bypass speedy balloon ruptured at 14 atms (rbp) on the third inflation. (The number of atms reached on the initial two inflations is unk). The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in a proximal lad coronary artery. The bypass speedy balloon was being used to predilate the lesion for placement of a bx velocity stent. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.